Event description:
It was reported that the devices were used during a pediatric laparoscopic cholecystectomy procedure. It was reported by the rep that the (1) ER 220 had clips that were spitting out of the jaws when the trigger was fired. The (1) scs12 would not rotate. The (1) dcd32 had loose jaws. In each new case a new instrument was opened and used and performed to the surgeon's standard. There was no consequence to the pt. The scs12 is not being returned.